Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturing reference number: 2017865-2022-42693, 2017865-2022-42695. It was reported that the patient presented to the hospital with an unspecified infection. There is no known allegation from a healthcare profession that the dual chamber implantable cardioverter defibrillator (ICD) system caused or contributed to the infection. The ICD, right ventricular and right atrial leads were explanted. There were no patient consequences.